Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose over 706mg/dl; the customer was treated with an insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the doctor to run a manual prime test and the insulin did exit. Reviewed the alarm history and found no delivery alarms. The high pressure test was performed and the test failed twice. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. Cracks by the reservoir tube lip, battery tube threads, display window and missing end cap sticker was observed during a visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.